Event description:
Details of the report is as follows: "before using the ett-suction in a clinic we tried to use a bronchoscope. It was not possible to pass the tube with a regular bronchoscope."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. An investigation was conducted on (B)(4) 2011 based evaluation of the returned sample. Date tested are (B)(4) 2011; review of primary production batch record showed processes were operating within the established parameters. It is concluded that complaint could not be performed as per the returned sample. The internal diameter was found to have met the specification when measured. Note: this MDR is being reported as a result of a retrospective review of complaints conducted by convatec for complaints received from (B)(4) 2011 - (B)(4) 2013. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.